Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0010170941 was returned and analyzed. Visual inspection showed the shaft was kinked and twisted at 1.54 inches from the tip. The kink was preventing a smooth steerability when a test balloon catheter was inserted. In conclusion, the reported shaft twist issue was confirmed through testing. The sheath failed the returned product inspection due to a shaft kink and twist near the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a "twist" occurred to the sheath, and the sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.